Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was as high as 350 mg/dl. The customer would change the site and deliver a bolus of insulin via the pump to address the high bg level. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions. The customer indicated that the insulin was used past the labeled due date.